Manufacturer narrative:
Literature citation: tu, tsung-hsi et al. Heterotopic ossification after cervical total disc replacement: determination by CT and effects on clinical outcomes. J neurosurg spine 14:457-465, 2011. The mean age of the study patients was 46.6 years; ages ranged from 29 to 60 years. Study consisted of 21 men and 15 women. (B)(4) - neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Post operative complications were reported in retrospective review of medical records, radiological studies and clinical evaluations on 36 patients (mean age 46.61 ± 7.24 years; range 29-60 years; 21 men and 15 women; 52 levels) who underwent 1- or 2-level cervical total disc replacement (tdr) with the bryan disc and were followed up for more than 12 months. Surgical indications included subaxial (c3-7) cervical disc herniation with radiculopathy or myelopathy, degenerative disc disease with intractable axial pain, or symptomatic cervical spondylosis with failure of medical treatments for at least 6 months and preservation of range of motion at the proposed treatment level as demonstrated by dynamic (flexion-extension) radiography. Of the 36 patients, 20 patients underwent 1-level cervical tdr with artificial disc and 16 patients underwent 2-level tdr. Standard anterior-posterior and flexion-extension plain radiographs were obtained at 3 days and at 3, 6, and 12 months after surgery, with clinical outcomes assessed at the same time points. The mean duration of CT follow-up was 19.03 ± 4.64 months; the mean duration of clinical follow-up was 26.78 ± 7.20 months. There were no other complications, such as instrument failure, wound infections, or neural injury. It was reported that anterior migration of the artificial disc was identified in one patient at 6 months postoperatively. This patient had undergone 1-level surgery without associated symptoms and required no revision surgery.